Event description:
Programming history inhouse was reviewed for a battery life calculation and it was noted the patient had an interrupted systems test on (B) (6) 2003. The patient returned to clinic on (B) (6) 2003 and their settings were corrected. The patient's vns was not reinterrogated after the systems test that faulted on (B) (6) 2003 so the patient left the office at unintended settings.